Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr.(B)(6) at (B)(6). A call to technical services on (B)(6) 2013 states that ra lead was dislodged in rv. Dr. (B)(6) planned to do revision/replacement. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).